Event description:
It was reported patient had revision of left knee due to pain.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown insert component. The other devices listed in this report: cat # 5520-b-400, lot # yxbz, description: triathlon prim tib baseplate - cemented; cat # 5510-f-xxx, lot # unk, description: femoral component 5510-f-xxx. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.